Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false negative results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "bactec 9240 detected a anaerobic bc-bootle as a false negative. The growth curve and logfiles will follow. The gram preparation clearly shows cocci and a staphylococcus pettenkoferi has grown. We have the strains (also from pir 3003309) available, do you need them for further processing? Were any erroneous results reported? No. If so - was there any change in patient treatment due to the erroneous results(or lack of treatment) no, any other patient impact? No".

Manufacturer narrative:
Investigation summary: bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Quality control certificates list test organism, including atcc¿ culture specified in the clsi standard m22, quality control for commercially prepared microbiological culture media. No corrective actions were required.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec" lytic/10 anaerobic/f culture vials (plastic) false negative results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " bactec 9240 detected a anaerobic bc-bootle as a false negative. The growth curve and logfiles will follow. The gram preparation clearly shows cocci and a staphylococcus pettenkoferi has grown. We have the strains (also from (B)(4)) available, do you need them for further processing? Were any erroneous results reported? No. If so - was there any change in patient treatment due to the erroneous results(or lack of treatment) no. Any other patient impact? No ".